Event description:
This is a spontaneous case report received from a regulatory authority (case #mw5035860) in united states on (B)(6) 2014 which refers to a female pt of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced the following events. On an unspecified date the pt had essure inserted and then she started experiencing extreme pain/ache, bloating, pains in her joints and excessive daytime sleepiness. She received stimulants from pulmonary and neurologist doctors. Then, she grinded her teeth at night and chipped 2 and broke one; she suffered from tmj (temporomandibular joint) from the tension that the stimulants caused. She was diagnosed with idiopathic hypersomnia after 3 sleep studies. The consumer told to her gynecologist that all the events started after essure insertion, but was told her that essure could not be the case. She was benny to an internist dietician and visited an endocrinologist to try to find the reason that she cannot stay awake. The doctors ruled out apnea, iron, thyroid, lyme disease, addison and gluten. She said that she was losing her quality of life. On an unspecified date, hysterectomy was performed. Follow-up info received on 06/16/2014. Follow-up attempts were performed but no response has been received to date. Follow up from 06/17/2014: ptc result. Ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we are unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the info available, there is no reason to suspect a quality defect. Company causality comment: this spontaneous case report refers to female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced extreme pain/ache, bloating, pains in my joints, excessive daytime sleepiness, diagnosed with idiopathic hypersomnia after 3 sleep studies and tmj (grinded teeth at night/chipped 2 and broke one). This case is not medically confirmed. All the events were considered non-serious. Extreme pain/ache and bloating are listed events according to reference safety info for essure while the remaining events were considered unlisted. The events pains in my joints, excessive daytime sleepiness, diagnosed with idiopathic hypersomnia after 3 sleep studies and tmj (grinded teeth at night/chipped 2 and broke one) were considered as unrelated to essure therapy, given the local action of essure at fallopian tubes. In this particular case the consumer underwent hysterectomy, the main indication of surgery was not reported, however as she sated that her symptoms started after essure insertion, the events extreme pain/ache and bloating were considered as related to essure therapy and thus incidents. A product technical complaint (ptc) analysis was performed and concluded that based on the info available, there is no reason to suspect a quality defect of the product. Reference us/importer report # mw5035860.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 03-nov-2015: this case has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting which took place on sep-2015 ((B)(4)). Essure was inserted on 22-dec-2011 due to heavy bleeding. On (B)(6)-2012, hysterosalpingogram (hsg) passed. On 03-dec-2012, consumer experienced extreme pain and bloating; ultrasound ordered that day and surgery was scheduled to remove coils. On (B)(6)-2012, partial hysterectomy to remove coils. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had extreme pain/ache and bloating one year after essure (fallopian tube occlusion insert) insertion. The device was surgically removed (partial hysterectomy performed). The reported events are listed according to essure's reference safety information. Abdominal, pelvic, uncharacterized pain and bloating may occur with essure therapy. In this particular case, limited information was provided. Nevertheless, given events nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no reason to suspect a quality defect.